Manufacturer narrative:
User facility reported that the blue frangible pin can occlude the opening in the prismasate bag. The device was not available for evaluation. No further information was available from the user facility. Further testing will be performed in attempt to duplicate incident. Follow-up report will be filed.

Event description:
On 10/12/2006 gambro received medwatch report which alleged that when the blue frangible pin in the prismasate product is broken at the base, it can occlude the opening resulting in activating the 'weight change' alarm and pull fluid from the patient rather than the dialysate bag.